Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 12/6/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at microscope magnification was performed. Loose particles were observed on the lens surface. One of the haptic detached looks distorted/bent and the other was slightly bent. The reported issue of haptic damaged was verified. However, the condition in which the sample was returned indicates that the lens was previously handles and prepared for surgical procedure. Based in the product analysis there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint was received from this production order however it is unrelated the reported issue for this report and no product deficiency was determined. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to (B)(4) has been submitted.

Event description:
It was reported that intraocular lens had distorted haptic. Reportedly problem was not related to user error. There was no patient contact. No further information provided.